Event description:
Ed nurses report finding multiple bd 3ml syringes with no measuring lines and numbers on them, thus creating a risk when drawing up medication doses. None were used on patients, no harm to patients, these have been pulled from the unit and a notification sent out to nursing in our hospital and to our materials manager.